Manufacturer narrative:
The technician found that the release arm was bent and the spring that gives the release arm its tension was damaged. The technician replaced the release arm and the side rail spring to resolve the issue.

Event description:
The technician alleged that the left foot side rail would not latch. There were no reported injuries.